Manufacturer narrative:
(B)(6) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on 06/20/2016 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose (bg) meter and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient went to sunbathe at 12:00 pm in the afternoon. The patient lost consciousness and was woken up by her friend who was visiting at 2:00pm. When the patient was woken up by her friend, she checked her cgm and it was inaccurate and stated that she was not as low as she really was. The patient was unable to recall the exact values at the time of the event. The patient then dosed with fast acting insulin from her pump and was able to recover without further intervention. Additionally, patient reported further inaccuracies within the same sensor session. Patient stated her cgm read 200mg/dl compared to bg meter reading of 450mg/dl. At the time of contact, the patient was at home and was unaffected. It was reported that the patient did not enter fingerstick values into the cgm device promptly and accurately. The dexcom g4 platinum with share continuous glucose monitoring system user's guide states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value.no product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.